Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was getting prepared for an ultrasound guided ascites percutaneous drainage catheter placement procedure. During the preparation, it was noted that excessive friction resistance between the inner wall and the support tube was encountered and the needle tip could not be exposed. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, a patient was getting prepared for an ultrasound guided ascites percutaneous drainage catheter placement procedure. During the preparation, it was noted that excessive friction resistance between the inner wall and the support tube was encountered and the needle tip could not be exposed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of drainage catheter placed over the product pouch with product label. The product label provides lot and product information which were matched and verified with tw. Though, the tip of the needle not exposed at the catheter tip, it cannot be verified as partial view of the catheter was provided in photo and length of the trocar needle, catheter cannot be verified without physical sample. The investigation is inconclusive for reported needle tip not being exposed issue as the provided photo was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.